Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of capturing problem was not confirmed. Visual inspection noted the helix was within specification. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation was performed, including output signal verification which showed all pacing parameters were within normal range. Review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests prior to its distribution. Longevity assessment was performed, and device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient's atrial and ventricular leadless pacemakers (alp and vlp) failed to capture. It was noted that this was a result of a recent ablation procedure for atrial fibrillation. The alp and vlp were explanted and only the alp was replaced. The patient was stable throughout the procedure. Further information was requested but not received.